Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed although the reported failure to deploy was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported the procedure was to treat a lesion in the common femoral artery. During the procedure, the supera stent could not be released from the sheath because the deployment lock could not be moved. When the device was being withdrawn from the patient anatomy, the stent partially deployed and remained on the distal end of the sheath. The stent delivery system including the deployed stent was withdrawn successfully; however, the tip had separated in the patients anatomy. A snare device was used to retrieve the separated tip with no issues noted. Another supera was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the patient is doing well. No additional information was provided.